Event description:
Device 2 of 2: ref MFR report 1627487-2011-07123. The pt received a scs system on (B)(6) 2010 with 2 leads from two different lots. It was reported on (B)(6) 2011 that the pt was intolerant of the positionality of the leads. He had the leads removed and they were replaced with a different model lead.

Manufacturer narrative:
Results - as returned, both leads had suture material on the lead body, the suture material did not affect functionality of the leads. Continuity testing was performed to analyze the channels' resistance and to verify the insulation characteristics between channels. The device was tested and passed all functional (continuity and resistivity) test. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.